Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump with serial number (B)(6) generated repeated occlusion and motor stall alerts over several weeks, including alert 38 after priming and rewinding, despite multiple infusion set and full supply changes and confirmation of no bent cannula, leaks, bleeding, or air bubbles. Symptoms included hyperglycemia, with a report of a high blood glucose reading upon waking concurrent with an occlusion alert. Outcomes included interruption of insulin delivery and the need for device replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.